Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin ultra results was due to the malfunction of the aspirate probes. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant advia centaur cp troponin ultra results were obtained on patient sample run in duplicate. The results were not reported to the physician. Upon retest of a serum sample corrected results were reported to the physician. There was no report of patient intervention or adverse health consequences, due to the discordant troponin ultra results.